Event description:
A diabetes nurse reported that the patient was brought to the hospital by ambulance in 2008 at 1:30 pm with a blood glucose value of 1.5 mmol/l (27 mg/dl). The patient reported that his blood glucose was normal when he work up and he ate breakfast. At 12:00 pm he ate again and his blood glucose was elevated to 12.6 mmol/l (226 mg/dl). He bolused 20 units of insulin. At 1:00 pm he did not feel well and he went into a "coma" at 1:30 pm. No further information is available. The product was requested to be returned for evaluation.